Manufacturer narrative:
Device was used for treatment, not diagnosis. Please see maude report (mw#5061740) attached to this report. Patient identifier is not available for reporting. This report is for one unknown hollow reamer. Part and lot numbers were not provided by the reporter. Other number¿UDI: unknown part number, UDI is unavailable. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report (mw#5061740) was received by synthes customer quality on may 10, 2016. It was reported that an unknown synthes hollow reamer (for 6.5mm or 7.0mm) broke during surgery on (B)(6) 2016. All fragments were recovered easily; no fragments were retained in the patient. It was further reported that the procedure was a revision surgery to address a failed right total hip replacement made by an unknown manufacturer and implanted on an unknown date. It is unknown what further revision was performed during the surgery. The surgery was successfully completed and there was no reported surgical delay. There was no injury to the patient. This report is for one unknown hollow reamer. This report is 1 of 1 for (B)(4).